Event description:
It was reported during a peak tna procedure when the surgical tech went to clean off the tonsil tip from char/build-up she noticed that the gray soft portion was split from the black hard tip. This was prior to cleaning so no extra force or tension was used. We believe the tip could have come out of the package this way. We had to open up another tonsil only wand to complete the case. No pt incident or impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The device was not returned for eval. Review of the lot history revealed no anomalies.